Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. Reportedly, customer had not yet loaded a new cartridge at time of call due to being out of supplies. Customer's blood glucose level was between 350 and 410 mg/dl. Additionally, customer reported an elevated blood glucose level of 450 mg/dl. Customer administered a correction bolus via the pump to address the issue.